Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated the cartridge needed to be changed for an unknown reason. There was no adverse impact to customer's blood glucose level. Customer changed cartridge to address the issue.